Manufacturer narrative:
The insulin pump was received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm no reservoir alarm and unable to perform any tests due to button unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer insulin pump had a keypad anomaly and a clock monitor frequency error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s relative stated that the insulin pump had a clock monitor frequency error and the act button would not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s relative was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.